Manufacturer narrative:
MFR rec¿d date. Rec¿d date of report.the service engineer confirmed the issue was resolved through investigating the details and completing the performance verification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/28/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the v60 patient disconnect alarms sounded while the unit was in use on a patient. They further stated they were having leak issues. The unit was in clinical use at the time the reported issue was discovered, but there was no harm to the patient or user.